Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump's sound was low on the highest setting. The auto-test was interrupted by a pump error 63 alarm. Customer's blood glucose level was 5.5 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was received with pump error 63 was confirmed in the insulin pump passed self-test and no audio beep anomalies were noted in the insulin pump history due to cold solder joint at the keypad assembly. The insulin pump had cracked select button at the keypad overlay, minor scratched lcd window, case and keypad overlay.